Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the complaint of a button response issue could not be duplicated on investigation. The keypad cover was undamaged. All buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no defects were found to the keypad flex connector. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting and could have an impact on insulin delivery. There was no indication that the product caused or contributed to an adverse event.